Manufacturer narrative:
(B)(4). The sample has been discarded after use and is not available for evaluation. No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to retrieve the cassette on the homechoice (hc) during use during drain 1 of 4. The hp stated that the patient line disconnected during drain. The hp stated the bed and the floor were all wet. The hp requested assistance to end therapy. The baxter technical service representative (tsr) assisted to end therapy as requested and the hp was advised to inform the registered nurse (rn) of the event. There was no patient injury or medical intervention indicated at the time of the initial report.